Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) connected with the customer and confirmed that the system was stuck. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The rse advised the customer to reboot the system, which temporarily solved the issue but two days later, the reported issue reoccurred and another system reboot, the issue was not reported again and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stock at 00:00. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.